Event description:
It was reported that during an implant procedure, the helix portion of a right atrial (ra) lead would not move to the extended position while in the patient's body. The physician removed and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).